Event description:
Boston scientific received information that during a routine check high thresholds as well as an increase in left ventricular amplitudes were noted. The device was reprogrammed and a follow up was scheduled. Additional information received noted that a follow up took place, and out of range pacing impedances were noted on this left ventricular lead. An attempt to explant the left ventricular lead was not possible due to vein occlusion. A lead fracture was suspected on the distal coil. Post operative check noted that the pacing vector was changed to exclude the distal coil and the impedances were within normal range. The patient was referred for an epicardial lead to be reconnected to the existing device and a replacement of the left ventricular lead when the device will need to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lv lead was tested with a psa during device change out and the impedance measurements were out of range and there was reported loss of capture at maximal outputs. When the pacing of the lv lead vector was changed to lv right to right ventricular coil the pacing impedance measurements had decreased and were within range. The lv lead was re used and left in the lv right to rv coil configuration. A post-operative follow up was scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.